Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
This patient was operated on (B)(6) 2024. The procedure itself did not present any complications, the valve purged without problems and everything went very well. The next day the eye pressure was still at 50 so I waited a few days to reintervene. In a second time I proceeded to surgery to re-purge the device, a procedure that was carried out successfully. However, the next day the pressure went through the roof again. Finally it was decided to explant the device due to the high pressures and the device was replaced with immediate good results, which confirmed that the device was not working properly.